Event description:
Reporter alleged the softclix lancet device kit system used in finger-stick glucose testing caused a staph infection in the customer's fingers. As a result of the infection, customer reportedly had to be treated with oral antibiotics for several weeks. The location of the alleged incident was not provided. A request was made for the return of the suspect product and replacement product was sent.